Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) could not be read. After verifying that the patient had a consult-compatible device, the healthcare professional (hcp) was instructed to hover the wand slightly above the device and make small circular motions. Despite attempting this technique and placing the wand in different positions over the device, the hcp was still unsuccessful in reading the device. This device remains in service. No adverse patient effects were reported.